Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance, high thresholds and poor morphology. Attempts to obtain out of range parameters have been unsuccessful. The rv lead was explanted and is expected to be returned for analysis. A new rv lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance, high thresholds and poor morphology. Attempts to obtain out of range parameters have been unsuccessful. The rv lead was explanted and is expected to be returned for analysis. A new rv lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance, high thresholds and poor morphology. Attempts to obtain out of range parameters have been unsuccessful. The rv lead was explanted and is expected to be returned for analysis. A new rv lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The lead was returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.